Event description:
The ventilator was operating and it suddenly stopped with error message `memory cleared.' According to the report, there was no audible alarm prior to and at shut down. Please note that there was no severe injury of death resulted from the incident.